Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection of the device was performed and the reported shaft separation was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced resistance was met with the 90% stenosis artery, with moderate calcification and / or manipulation of the device resulted in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a greater than 90% stenosis in the proximal left circumflex (lcx) artery, with moderate calcification. After pre-dilatation was performed, while advancing the 2.75 x 15 mm xience prime stent delivery system (sds) in the guide catheter, the proximal shaft near the hub separated into 2 pieces. The sds was removed from the guide catheter and a new same size xience prime stent was used without any issue to successfully treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.